Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73k1600614 investigation did not show issues related to complaint. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
When the user pulled the trigger and loaded a clip on the jaw, the clip fell from the applier into the patient. The fallen clip was removed from the patient and no health injury was reported.